Event description:
The customer reported that the system would display a communication failed error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated the printed circuit boards and adjusted the 5vdc voltage circuit. The system was tested and found to be working as intended and put back in svc.